Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (99 percent stenosis degree) in a mildly tortuous part of the mid rca. An orsiro mission 3.0/30 was first placed on the distal side, and then the complaint orsiro mission was placed using a guide plus catheter, but the device got caught and curled up (deformed) during placement, making it unable to pass through the lesion.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (99 percent stenosis degree) in a mildly tortuous part of the mid rca. An orsiro mission 3.0/30 was first placed on the distal side, and then the complaint orsiro mission was placed using a guide plus catheter, but the device got caught and curled up (deformed) during placement, making it unable to pass through the lesion.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the stent is severely deformed in its proximal portion, i.e. Few struts are strongly bent. The balloon is well folded and shows no signs of inflation but the proximal balloon shoulder is crushed. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone, the crimped diameter of the stent still complies with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.